Event description:
It was reported that this unknown implantable device recorded a code 1003, indicating the voltage was too low for the projected remaining capacity. At this time, no further information was provided.

Manufacturer narrative:
The product was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.